Manufacturer narrative:
Other relevant device(s) are: product ID: s g-64, serial/lot #: (B)(4), ubd: 24-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in a patient to treat a type ia endoleak . A non-medtronic stent graft system was previously implanted. Nine endoanchors were implanted. At the time of implant the aneurysm measured 64mm in diameter. It is reported that on the same day as the index procedure the patient suffered from hypotension. The patient was treated with medication. The event was resolved. One day after the procedure the patient suffered anemia. The patient received a blood transfusion and the event was resolved. The investigator assessed both events as related to the index procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.